Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this 29mm transcatheter bioprosthetic valve, the valve was attempted but was noted to not be large enough and would not stay in place. The valve did not dislodge, however, moderate paravalvular leak was observed on echocardiogram. The valve was recaptured into the delivery catheter system and withdrawn from the patient. Subsequently, a larger 34mm valve was implanted successfully. Following the valve implant, it was noted an identification (ID) card was issued for both valves and an ID card was sent to the patient. However, the patient¿s record was corrected. No adverse patient effects were reported.